Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported device thrombosis could not conclusively be established through this evaluation. The account communicated that the patient was admitted on (B)(6) 2019 for the administration of bivalirudin drip to treat thrombus. The patient ultimately received a heart transplant on (B)(6) 2019. Device thrombosis could not be confirmed through the evaluation of heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6) (refer to MFR. #2916596-2020-00012). The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assists system and outlines indications of pump thrombosis as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was administered a bivalirudin drip for suspected pump thrombosis on (B)(6) 2019. No further information was provided.